Event description:
The pt experienced a stabbing sensation in her back. It was reported that the physician thought a "pin broke in her back." The pt was scheduled for an explantation on (B) (6) 2010. Additional info was requested.

Manufacturer narrative:
(B) (4).